Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomaly noted. However, detailed trace analysis has confirmed power system error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to resistance issue at the j6 connector. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed power error alarm. Customer's blood glucose was 200 mg/dl. Device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.